Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted to the distal rca. Patient was asymptomatic at 30 day at follow up. Patient displayed stable angina at 6 months follow up. Stent thrombosis of the distal rca is reported to have occurred approximately 6.5 months following index procedure. Diameter stenosis is reported as greater than 70%. Associated clinical signs and symptoms was angina. It is reported that a revascularization was performed as a result of this event. A revascularization of the distal rca was performed on the same day due to positive history or recurrent angina pectoris presumably related to the target vessel and objective signs of ischemia at rest or during exercise test, presumably related to the target vessel. One endeavor stent was implanted during the revascularization. Investigator reports that both events were related to the study event. Patient was asymptomatic at 1 year follow up.

Manufacturer narrative:
Evaluation code, results: stent thrombosis, revascularization.